Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they stopped using the stimulator for 2 years now as it wasn't working properly. Pt mentioned their rep tried to readjust their setting 2 or 3 times, but they were not able to get the stimulator to work properly. Pt stated that the stimulator was faulty and was not performing the way it's supposed to. Pt mentioned the device has not been charged for 2 years and they opted not to take the stimulator out. Agent reviewed information and redirected pt to their pain management doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they have not used their stimulator in about 2 years because it quit working and no one could fix it. Patient stated the surgeon said it was probably not worth going in and taking it out. Patient wanted to know if it was safe to go into a hyperbaric oxygen therapy chamber. Agent reviewed information with the patient. Agent provided pt with the patient manual. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated preciously documented information on call. Patient mentioned they haven't used or charged their stimulator in over a year. Patient mentioned they were going to a pain clinic and the representative (rep) came out several times. It was supposed to stimulate their lower back and spine, but as months rolled on, it kind of slowed down, and the patient mentioned they were not getting any relief, and they can't feel the stimulation. Patient noted they felt the stimulating going down their legs and not the back. Patient mentioned they could not figure out the problem of the stimulating in their leg then eventually it got to where they felt no stimulation in their legs.